Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012829110 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2003 indicating that there was a relay error. A breach was observed on the guidewire lumen in the shaft region. Verification of steering mechanisms was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable). Electrical continuity test revealed an open loop on all electrode wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. Inspection of the handle segment showed blood inside the handle. During inspection of the shaft segment, broken electrode wires was observed. During inspection of the shaft segment, a guidewire lumen breach was observed. In conclusion, the catheter failed the return product inspection due to a broken electrode wire was observed in the shaft. Electrode wire(s) was observed tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, blood leaked form the slide control knob. When moving between pulmonary veins (pv), the procedure was performed by sliding the slide control knob and storing the ring in the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.